Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. The patient sent the transmission on (B)(6) 2019 however, the transmission noted the last communication was (B)(6) 2019. The patient was stable. No additional information was reported.